Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. There was blood in the inner shaft. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole 9mm from the tip of the device. Microscopic inspection of the markerband and tip found no irregularities or defects. Inspection of the remainder of the device no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, 15mmx2.75mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75mmx15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, 15mmx2.75mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75mmx15mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.